Event description:
Subject: fire damage. Case owner: (B)(6). Description: (B)(6) 2022 technical support representative, zeltiq. Account name: (B)(6). Contact name: (B)(6). Treatment area: lower abdomen. Error codes: other- define alert here. Sub type: coolsculpting. Minutes in to treatment: 10. Treatment status: rescheduled. Device type: control unit. Serial number: (B)(4). Was patient safety impacted? No. All associated emails and attachments provided? N/a. Standard messaging provided per wi18703 and/or brz-001-tsg-eng? Yes. Best practices given? Yes. Customer called in to report a fire occurred 10 mins into treating the patient's lower abdomen. 1-2 mins heard a loud pop inside of the unit and was able to continue treatment until she received error that the coolant level is low. Z403-319. Add coolant. She then stopped the treatment, proceeded with adding coolant to the unit and then noticed coolant was leaking out from the bottom left side of unit. When removing the lid to add coolant is when she saw an orange glow from inside the tank, which she then proceeded to turned off the unit, right before smoke started to seam through between the upper and lower module. I informed her that I would be escalating this issue to upper management along with her pdm, which she is aware of this incident occurring and will provide her with updates as soon as it becomes available. Poc: (B)(6). Cause: n/a. Correction: n/a.

Manufacturer narrative:
Field service was not performed. Fire damage confirmed. Pcb, power conditioning circuit rohs burnt due to leakage, per tech investigation and medical doctor review. Unit cannot be tested. Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b3, b5, b6, d9, h1, h3.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
H11: corrected data: b3, d1.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.